Event description:
A linear stapler was being used for a procedure when the staple line fell apart. The surgeon was able to re-do the staple line with a linear stapler of a different brand in its place. The procedure was completed as planned with minimal delay. No harm came to the patient or staff. Manufacturer response for staple, implantable, proximate (per site reporter). The field representative was notified same day and retrieved the stapler in person later that week. He has offered education to surgical staff on the use of the stapler and will be returning the device to quality assurance for failure analysis.